Event description:
It was reported that during pt transport, the ventilator was plugged into ac power in the ambulance when the low battery alarm sounded. The pt was manually ventilated until arrival at destination. The pt was then transferred to the ventilator at the facility. There was no permanent pt injury reported.

Manufacturer narrative:
(B)(4).